Event description:
Event description guidant (now boston scientific crm) received a device memory disk for analysis for this device, which is included in the premature battery depletion product advisory initially issued (B)(4) 2006. Eighteen months later, it was reported this patient was syncopal and externally rescued for an arrhythmia that was slower than the lowest rate programmed in the device. There was no allegation or evidence of device malfunction. The device's ventricular tachycardia 1 (vt-1) zone rate was reprogrammed to a lower setting, and five days later, the patient received atp and shock therapy for a supraventricular tachycardia detected in the newly-reprogrammed vt-1 zone. A boston scientific crm field representative reported he would meet with clinic staff to make further adjustments to the device's programmed therapy zones. Boston scientific received information that this device was explanted and returned for analysis. The reason for explant was unknown, however there were no further allegations or reports of adverse patient effects at the time of explant.

Event description:
Event description the memory disk is enroute to guidant for analysis. Guidant will submit additional information if it becomes available.

Manufacturer narrative:
Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device is depleting prematurely and will need to be replaced earlier than estimates provided in product labeling. On (B)(6), 2006, guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and crt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, guidant has not received the device nor confirmed the reported premature depletion is related to performance of a capacitor. Upon receipt at our post market quality assurance laboratory, the device had no telemetry, therefore a memory download could not be performed. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.